Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter included multiple lot numbers that may have been involved. The information for each lot number is as follows: medical device lot #: 8303672, medical device expiration date: 2023-10-31, device manufacture date: (B)(6) 2018. Medical device lot #: medical device expiration date: 2024-05-31, device manufacture date: (B)(6) 2019. (B)(4). Investigation summary: two photos of a loose 1ml syringes were received and evaluated. The photos appeared to display the same syringe at different orientations. It was observed there was significant indentations near the 0.4ml marking and the 1ml marking. The damage was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the marking process. It was likely from a barrel jam at the printer. No corrective actions are necessary based on the defective rate identified. Batches 8303672 and 9172781 are considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the damaged barrel defect is associated with the marking process. It was likely from a barrel jam at the printer. The aql for damaged barrel is 0.65%. The defective rate identified is 1 out of 396,000, which is 0.0003%. No corrective actions are necessary based on the defective rate identified. Batches 8303672 and 9172781 are considered in compliance with our product specification requirements.

Event description:
It was reported that the bd 1ml luer-lok¿ syringe experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: I would like to report a complaint regarding item (B)(4). The following batches are in use: 8303672 and 9172781. 1 syringe is deformed.